Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked and unresponsive. There was no reported adverse impact to customer's blood glucose related to the cracked touchscreen. Customer reverted to using an alternate method of insulin therapy.